Manufacturer narrative:
The device history record of the product could not be reviewed as no lot number was provided. The reported issue could not be confirmed by investigation as no samples nor pictures were provided by the customer. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient's cleo tubing was leaking. Per reporter, the patient had primed a new cleo tubing set and noticed the leakage. At the time, the patient's blood glucose was 111 mg per dl. The tubing set was replaced. No patient harm/adverse event was reported.